Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis presented with pain in scrotum. A replacement surgery was performed, during which the physician replaced pump. There were no further patient complications.